Manufacturer narrative:
Results of investigation: vyaire medical tested the ventilator with a known good ac adapter and a known good patient circuit connected. The ventilator passed 184 hours of extended tests at the customer's settings. The ventilator also passed troubleshooting final test, which includes many alarm and ventilation functions. A review of the event trace log revealed one "ln vent1" alarm condition that occurred a month prior to the last use of the ventilator, therefore that particular alarm is not related to the reported issue. All other entries were consistent with normal ventilation functions.

Event description:
It was reported to vyaire medical that a patient died while connected to the ventilator. There was no report of a malfunction with this unit, however, the customer would like to have the ventilator examined as a precaution.